Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2008, the patient had essure inserted. On an unknown date, 6 years 7 months after insertion and 1 day after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") with vaginal discharge, rash ("rashes or skin conditions"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, back pain and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes, infection (bladder), infection (urinary tract), infection (vaginal), rashes or skin conditions, bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, migration of essure device, nausea, neurological conditions or problems, vision/eye problems, weight gain, weight loss, back pain, abdominal pain, did you undergo an essure confirmation test? No", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ failure to occlude (close) fallopian tube (s)"), genital haemorrhage ("abnormal bleeding (general)/ long lasting, heavy bleeds with clots") and embedded device ("I was told it was embedded, I forgot if it was uterus of fallopian tubes") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included ovarian cyst and tubal ligation. Concurrent conditions included menstruation abnormal, abdominal pain lower, breast tenderness, dysfunctional uterine bleeding, heavy sweating, genitourinary symptom, hepatitis c, hypoglycemia and blind right eye. Concomitant products included antiinflammatory agents, ophthalmic, naproxen sodium (anaprox ds) since (B)(6) 2012 and panadeine co (tylenol with codeine no.3) since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps - sharp pain"), fatigue ("fatigue/ weak and tired all the time, no strength"), headache ("headaches"), nausea ("nausea/ nauseated and will regurgirate"), weight increased ("weight gain/ weight gain of 50 lbs"), back pain ("back pain"), abdominal pain ("abdominal pain"), night sweats ("night sweats"), hot flush ("night flashes") and endometriosis ("endometriosis"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, 6 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") with vaginal discharge, rash ("rashes or skin conditions"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), alopecia ("hair loss"), migraine ("migraines"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), weight decreased ("weight loss"), mood swings ("mood swing"), fungal infection ("yeast infection") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, back pain, abdominal pain, mood swings, night sweats, hot flush, fungal infection, female sexual dysfunction, embedded device and endometriosis outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, nervous system disorder, night sweats, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Current weight as of (B)(6) 2018: 175 lbs. Approximate weight at the time of essure placement 120 lbs. Concerning the injuries reported in this case, the following ones were reported via social media cramps, pelvic pain, dysmenorrhea, low back pain, fatigue, nausea, weight gain, headaches, bloating, heavy menses, dyspareunia, dizziness, menorrhagia, migraines. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events long lasting, heavy bleeds with clots, nauseated and will regurgirate, severe cramps - sharp pain, painful sex, weak and tired all the time, no strength, weight gain of 50 lbs were clubbed with previously reported events. Events mood swings, night sweats, hot flush, fungal infection, female sexual dysfunction, embedded device, endometriosis were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 6 years 7 months after insertion of essure, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2015. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.